Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a corrupted database. A technical support specialist repaired the medication application, synced the device, validated uploads and downloads and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station encountered an unexpected error and could not open the database. The customer stated that nurses couldn't access the station and were not able to remove meds for a patient, causing a delay in dispensing of the medication. There were no adverse events or injuries reported based on this event.